Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised to address pain, limping, and popping and locking of implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.